Manufacturer narrative:
Product complaint # (B)(4). Batch # r57149. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify when the "post-op suturing the whole staple line was needed for stop bleeding?" Perhaps the tissue cannot be cut through completely, dr. Has difficulties in removing the stapler. Once he removed it, severe bleeding observed on the staple line, he had to over-sewn, run a suture along the staple line. Was this suturing done during the original procedure? Or did the patient return to surgery for a post-op bleeding issue? So far, no extra- surgery required after this surgery. The suturing was done in the original procedure.

Event description:
It was reported that during a hemorrhoidectomy procedure, dr. Is an experienced user for pph03 for years. He used pph03 for a small hemorrhoid today, when he placed the pph03 after purse string, he turned the closing knob as usual. He found an abnormal small "click" when he closed the knob, he found he cannot close till the lower limit of the stapler. He stopped in the mid way in the fire range. And he tried to fire. He fired it was very difficult to make the crushing sound. Finally, there is a subtle crushing sound, he found around 1/3 staple was malformed, and severe bleeding observed. He found difficulties in removing the stapler as part of the hemorrhoid cannot completely cut through. He examined the washer, it was not crushed completely, and some staples were left in the stapler. Post-op suturing the whole staple line was needed for stop bleeding. There were no patient consequences reported.